Event description:
It was reported that patient was frequently charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the explanted ipg was discarded by the facility.

Event description:
It was reported that patient was frequently charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.